Manufacturer narrative:
Date of initial report : (B)(6) 2007. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported the silicone split at the jaw of the device. There was no patient injury. During the case while using the device nothing fell off the device into the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017 date of follow-up report: (B)(6) 2017 one used lf5544 ligasure device was received, and evaluation of the sample confirmed the reported issue. The product was within the assigned expiration date at the time of the reported incident. Visual inspection found the clear insulation close to the jaws was damaged, causing it to fail hipot testing. The investigation identified the root cause of the issue to be misuse during handling of the device. The IFU included with this product states: to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which can compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.